Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated his device malfunctioned last june. The patient was evaluated by a physician who confirmed the mechanical failure with magnetic resonance imaging (MRI) and recommended a revision. The patient did attempt valve techniques with no resolve. The patient had questions regarding his physician and seeing another specialist for a second opinion. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month